Event description:
It was stated that the et tube was the correct size and the cuff was intact, but air was leaking past the cuff, so the airway was not airtight. There was patient involvement/unknown adverse event reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One used product and two pictures were returned for evaluation. The device history record was reviewed, and no nonconformities were identified. During visual inspection, no damage or anomalies were observed. Functional testing was performed, and no leakage was observed. The reported complaint of leakage could not be confirmed. Based on the available information, a probable cause could not be determined.